Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual device analysis: device photograph(s) for the device related to the reported event of rupture reviewed on (B)(6) 2020. Visual analysis of the photographs identified a broken device next to it, what appear to be syringes filled with gel are observed, it is not confirmed that it is complete. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported rupture. This record relates to the left side. Device has been explanted.